Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a nonresponsive display with pixilation and white lines, consistent with a screen bezel separation hardware issue; after which the user transitioned to multiple daily injections, and confirmed via fingerstick that blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and user education on shutdown, data sync, and dexcom use. Investigation included complaint handling and logistical follow-up for return of the damaged device. Investigation of this case revealed a device display malfunction associated with the screen bezel/display assembly, with no impact on glycemic control reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display assembly.